Event description:
Pt was admitted to the hosp with hyperglycemia and diabetic ketoacidosis on (B)(6) 2012. He woke up on the morning of (B)(6) 2012. He woke up on the morning of (B)(6) 2012, and his blood glucose was 315 mg/dl. He delivered 10 units of insulin via the infusion device, and his blood glucose continued to increase to 370 mg/dl. He was dizzy and vomited. He changed the infusion set and the cartridge, but the insulin was "frozen." His blood glucose was 521 mg/dl when he was admitted to the hosp, and he was discharged from the hosp later that afternoon. Pt reported, the infusion device did not correctly provide an alert or error message. The alleged products were requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.